Event description:
Uf reported to coroner that pt developed bilateral pneumothoraces when peep valve stuck on ambu bag and "blew out" pt's lungs. Coroner found hole in apex of lt lung during autopsy. Ambu bag was being used to wean pt from the ventilator when pt arrested and CPR was unsuccessful.